Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 85% stenosis in the mid right coronary artery (rca). Reportedly, after successfully releasing the stent, the 3.5 x 15mm nc voyager was advanced, but could not be fully expanded. The nc voyager was exchanged for another 3.5 x 15mm nc voyager to successfully complete the procedure. There was no resistance during advancement or removal of the nc voyager. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported inflation difficulty could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.